Event description:
The customer had some questions regarding the downloaded data. The customer indicated they do not have any concerns about the device and believe it worked as designed. The questions are to provided needed clarity around what alarms may have occurred.

Manufacturer narrative:
Masimo reviewed the trend data and provided the assistance requested by the customer. That data indicates that the device identified alarm conditions during the time period identified by the customer.